Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. The customer was sent replacement parts and breast shields, which did not resolve the suction issue. As a result, the customer was then sent a replacement pump. In follow up with the customer on 08/09/2017, the customer stated that she went to the doctor on (B)(6) 2017 and was diagnosed with a yeast infection . She was prescribed an antibiotic and an oral cream to help resolve the issue. In additional follow up on 08/14/2017, the customer stated that the replacement pump was working great, and she was sending back the old one. She still had symptoms of the thrush and was told that it takes a while to get rid of it. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged that her freestyle breastpump had low suction and she was engorged because she was unable to empty her breast.

Manufacturer narrative:
An evaluation of the freestyle device returned for low suction found a particulate of unknown origin on the silicone diaphragm of the aggregate unit.  The investigation by the manufacturer is  ongoing.